Event description:
Poor performance in time of this accessory for co2. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
The product was scraped by user and could not be investigated. This device is not distributed in us so that unique identifier is blank.

Event description:
Poor performance in time of this accessory for co2. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
The product was scraped by user and could not be investigated. This device is not distributed in us so that unique identifier is blank.